Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) caused ventricular tachycardia due to unspecified capture issue. Patient received appropriate therapy which resulted in discomfort. The device was not reprogrammed. There were no adverse consequences to the patient.